Manufacturer narrative:
Batch review performed on 07 may 2018; lot 176080 : (B)(4) items manufactured and released on 18 december 2017. Expiration date: 2022-12-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer reference 01.29.202 (k112115) biolox delta ceramic ball head 12/14 ø 28 size m 0, lot 173281: (B)(4) items manufactured and released on 11 october 2017. Expiration date:2022-10-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 1 months after primary. The pathogen is unknown. The surgeon performed an I&d and swapped the poly and head. The surgery was completed successfully.